Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Failure analysis was unable to test for button error alarm due to blank display. The insulin pump had cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window and cracked reservoir tube. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm that they were unable to clear. The customer's blood glucose was 240 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.